Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set) alarm which occurred on the home choice (hc) during dwell. The home patient (hp) cycled the power to clear the alarm. The tsr asked if the hp disconnected during dwell. The hp stated they had disconnected and reconnected. The tsr assisted the hp to end therapy. The hp will start over with new supplies. The tsr reviewed proper procedures per the user manual reviewed with the hp. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set and then reconnected. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).